Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of plastic was found in a bd¿ syringe with luer-lok¿ tip prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample was available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause or identify any corrective actions needed. A review of the device history record revealed zero defects noted during this production run. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported that a piece of plastic was found in a bd¿ syringe with luer-lok¿ tip prior to use. There was no report of exposure, serious injury or medical intervention.